Manufacturer narrative:
H.6. Investigation: customer returned (18) 32g x 4mm bd pen needles without tear drop labels attached (used). Consumer reported no insulin flow during injection, and stated when she has to inject twice, it hurts. All 18 returned samples were examined and the following was observed: 16 samples with good non-patient end and patient end cannulas. 2 samples with good non-patient end cannulas and bent patient end cannulas. (See attached photos); further examination of these samples under the microscope revealed no manufacturing defects, so the likely scenario is that the bent pe cannulas were caused by user error. All 18 samples were tested for flow using a test pen injector: all 18 samples passed, therefore the alleged issue (clog) could not be confirmed. All 18 samples with were then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.090¿- 0.095¿): data: point (pe/npe) outer diameter (in) lube sample 1: bent/good, 0.093, good. Sample 2: bent/good, 0.091, good. Sample 3: good/good, 0.092, good. Sample 4: good/good, 0.090, good. Sample 5: good/good, 0.090, good. Sample 6: good/good, 0.090, good. Sample 7: good/good, 0.091, good. Sample 8: good/good, 0.090, good. Sample 9: good/good, 0.090, good. Sample 10: good/good, 0.091, good. Sample 11: good/good, 0.091, good. Sample 12: good/good, 0.090, good. Sample 13: good/good, 0.093, good. Sample 14: good/good, 0.090, good. Sample 15: good/good, 0.090, good. Sample 16: good/good, 0.091, good. Sample 17: good/good, 0.090, good. Sample 18: good/good, 0.090, good. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent pe cannula) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (clog) the possible root cause for this issue (bent pe cannula) is: user error. Improper handling of the pen needles before, during, or after injection could lead to bent patient end cannulas. No evidence of manufacturing related issues were observed on the returned samples.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during injection. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 320122, batch no. 8186914. It was reported that there is no insulin flow during injection. When using a second pen needle to finish injection, injection is painful. Verbatim: consumer reported no insulin flow during injection. Stated she is able to prime before use but once she injects, the flow stops before she is done and she has to use a second pen needle to complete dosage. Does not re-use. Rotates different sites. Lot: 8186914, item: 320122, expiration date: 2023-07-31. Occurrence date unknown. Stated when she has to inject twice, it hurts. Did not seek medical attention.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during injection. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 320122, batch no. 8186914. It was reported that there is no insulin flow during injection. When using a second pen needle to finish injection, injection is painful. Verbatim: consumer reported no insulin flow during injection. Stated she is able to prime before use but once she injects, the flow stops before she is done and she has to use a second pen needle to complete dosage. Does not re-use. Rotates different sites. Lot: 8186914, item: 320122, expiration date: 2023-07-31. Occurrence date unknown. Stated when she has to inject twice, it hurts. Did not seek medical attention.